Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: (B)(4). Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation for pain control due to migration of the leads. The patient declined to have the spinal cord stimulator reprogrammed and requested to undergo a revision procedure. Upon the patients request, the leads and implantable pulse generator ipg were replaced. The patient has fully recovered postoperatively. The leads will not be returned as they were disposed of by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 5167184. Product family: scs-ipg-r upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: 370350. The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The leads were not returned. As such, physical analysis has not been conducted in our laboratory. However, a labeling review was conducted. Product labeling, instructions for use (IFU) states that lead migration resulting in undesirable changes in stimulation and subsequent reduction in pain relief, is one of the possible risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the patient experienced inadequate stimulation for pain control due to migration of the leads. The patient declined to have the spinal cord stimulator reprogrammed and requested to undergo a revision procedure. Upon the patients request, the leads and implantable pulse generator (ipg) were replaced. The patient has fully recovered postoperatively. The leads will not be returned as they were disposed of by the medical facility.